Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin was squirting out of the pump, and the pump was over delivering. The customer¿s blood glucose was unknown at the time of incident. The customer stated that the insulin pump also gave unexplained no delivery alarms. The devices will not be returned for analysis.